Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement and displacement test. No failed battery test alarms noted during testing. The insulin pump was functioning properly. The insulin pump was received with cracked keypad at select button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with failed battery test alarms. The blood glucose was unknown at the time of the incident. Healthcare professional is reporting that after receiving battery cap, the pump still alarms, replacing also having crack in middle button. The insulin pump will be returned for analysis.